Manufacturer narrative:
(B)(4). Method: customer returned samples tested (single-use disposable). Process eval performed, no related ncmrs, complaint trends or CAPA identified. Result: reported customer complaint not confirmed for instrument or single-use disposable.

Event description:
Distributor reports pt-self tester generated results lower than reference with the protime microcoagulation system. Test performed at physician's office generated 3.1 inr. On the same day, pt self-tester generated 1.9 inr with protime. Pt's therapeutic range: 2.5 - 3.5. No adverse event(s) reported.